Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. All button function properly noted. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 06/10/2025 00:01:05.000 normalbolusdelivered (220). Systemtime = 06/10/2025 00:01:05.000. Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u). Bolusamountdelivered: 1750 (0.175 u). Pump passed the dat at 0.08695 inches. Unit care link and pump history was download successfully. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no cosmetic damage found. Unit passed required testing. Not confirmed possible over delivery anomaly noted. Keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly and keypad anomaly. The customer reported blood glucose value of 75 mg/dl. The customer was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-332a and mmt-399a. Troubleshooting was performed and the sensor glucose value and blood glucose value were with in the range. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported event. The customer used the auto mode feature at the time of event. Troubleshooting was partially performed for keypad anomaly and the customer was able to access the menu screen and able to navigate the screen. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. Product return is required for mmt-1884. Product return is required for mmt-332a. Product return is required for mmt-399a.